Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been investigated by our technician according to the technical safety check. Result: no failure was detected. The device operated as intended. No conclusions can be made regarding the cause of the event. A follow-up report will not be provided.